Event description:
It was reported that the patient was recently implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Initially, an acceptable sensing configuration was only in the primary vector, however, the p/t-wave ratio was low. The secondary and alternate vectors demonstrated post-wide qrs oversensing. Later in the afternoon sensing in the primary vector improved, with appropriate p-wave sensing observed. Per the physician's decision, shock therapy was programmed off due to the patient's history of atrial fibrillation (af) and observed baseline shifts. An automatic setup was performed, during which the device selected the secondary vector, however, the smart pass feature was disabled. Chest x-rays were obtained, and device data were submitted to technical services (ts) for review. Ts evaluated the data and advised that the p-r ratio is not adequate for reliable long-term sensing, indicating a risk for inappropriate therapy. Ts recommended lead revision. It was also noted that the lead is not positioned in the intended location. Additionally, it was noted that the patient had three stored atrial fibrillation (af) episodes with oversensing while therapy was programmed off. The physician elected to extract the s-ICD system. No additional adverse patient effects were reported.